Event description:
Device malfunction: needle deployment. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the prostar device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the physician deployed the needles one needle was not present. The physician retracted the needles and decided to use a suture to achieve hemostasis, due to the 10 french size of the puncture. The patient did not experience any adverse sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that the device was received with the handle in the deployed position. The posterior lateral needle was exposed at the guide. The rest of the needles and sutures were not returned with the device. There was a clamp mark found on the marker tube. The needle slots and suture ports appeared normal. There was a needle strike mark on the barrel face posterior lateral side that suggests the needles might have been deflected by an unidentified cause. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. No malfunction was detected. The evidence of needle strike mark on the barrel face suggested that the needles might have been deflected by an unidentified cause. Review of the device history record for this lot did not produce any findings relevant to this investigation.